Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the bios password screen due to a loose solid state drive data cable connecting to the docking board, causing boot-up issues. A field service engineer reseated the data cable on the docking board and rebooted the station multiple times without issues. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing the medication to the patients. However, there were no adverse events or injuries reported based on this event.